Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 455 mg/dl. In addition the patient reports having bleeding at the pod infusion site (arm).

Manufacturer narrative:
The returned device was evaluated and no blood was observed on the device. The formed needle was inspected, and the distal tip of the formed needle was found to be damaged. Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s926usqs4axl3 cloud - smartphone hardware sm-s926u cloud - cgm sensor type g6.